Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: 2001 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Sics and nsts triggered lia on (B)(6) 2014, however, according to the tech services call: "...the carelink transmissions indicate that this patient has vt/vf episodes where intervals less than 140ms and nst <(><<)> 220ms are legitimately triggered by very fast vt/vf that is self terminated." In reviewing the egm strips, lead integrity does not appear to be an issue.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to a high number of non-sustained tachycardia (nst) episodes and for steadily decreased sensing of r-waves. Subsequently, the patient received inappropriate therapy for t-wave oversensing (twos). The sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.